Manufacturer narrative:
Patient¿s height reported as 183 cms. Patient¿s identifier is unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during use the drill bit broke inside the targeting sleeve. It was necessary to remove the plate for the removal of the drill bit piece broken inside the bone. The procedure was prolonged for unspecified amount of the time; however no clinical consequences reported. Procedure was completed successfully. Concomitant devices reported: 4.5mm lcp proximal tibia plate 6 holes/118mm-right (part # 240.038, lot # unknown, quantity 1), guides/sleeves/aiming: sleeve (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 310.430, synthes lot number: 9508232: release to warehouse date: 15. June 2015, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The received pictures do confirm complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.